Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was expected to be replaced and returned to boston scientific for analysis. This investigation will be updated when further information becomes available. No adverse patient effects were reported. The device was evaluated on (B)(6) 2021. Technical services review of device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was expected to be replaced and returned to boston scientific for analysis. This investigation will be updated when further information becomes available. No adverse patient effects were reported. The device was evaluated on 23 september 2021. Technical services review of device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended additional information was received. This pacemaker was successfully replaced, and subsequently discarded at the hospital. No additional adverse patient effects were reported.